Manufacturer narrative:
The manufacturer previously reported information alleging the trilogy evo, international device is not working on ac. There was no harm or injury reported. The device was not in patient use. During the preliminary investigation of the trilogy evo, international device at a third-party service center, the technician noticed that the printed circuit assembly (board) is burnt. Therefore, the defective affected power supply needs to be changed. There is no evidence of replacement. The device will be sent to the manufacturer for further investigation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information alleging the trilogy evo, international device is not working on ac. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging the trilogy evo, international device is not working on ac. There was no harm or injury reported. The device was not in patient use. During the preliminary investigation of the trilogy evo, international device at a third-party service center, the technician noticed that the printed circuit assembly (board) is burnt. Therefore, the defective affected power supply needs to be changed. Additionally, the technician documented new information discovered during evaluation at the third-party service center. The device's event log was reviewed, and they recommend the machine flow sensor needs to be replaced due to an evt_mach_flow_drift_high, ventilator inoperative error code. There is no evidence of replacement. The device will be sent to the manufacturer for further investigation and repair. In addition, the device's system board will need to be replaced to address evt_drift_debug and evt_mcl_foc_shutdown error codes. Due to an evt_speaker_fail, the speaker assembly needs to be replaced. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.